Event description:
It was reported that a user performed an incorrect supply change sequence and advanced past the fill tubing and fill cannula steps while disconnected, using a 23-inch teflon inset infusion set; a support agent guided the user to complete a tubing fill with visible drops, apply a new set, and perform a cannula fill, after which insulin therapy resumed without alerts or alarms. There were no reported adverse clinical effects. Outcomes included no health consequences and continuation of therapy. Investigation included user interview and troubleshooting with education on correct supply change steps. Investigation of this case revealed use error related to the supply change process with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.